Event description:
It was reported that, as surgeon was performing the perfect circles technique to distally lock the t2 humeral rod, the drill bit (3.5 x 130mm) broke off as he was taking it out and the piece that broke off was left inside the nail.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.